Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting shock impedance high out of range measuring at 133 ohms. Trend for the past year has been relatively flat with fluctuating ranges of variability from 110 to120 ohms. Troubleshooting and reprogramming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The rv lead remains in service.